Event description:
Related manufacturer reference number: 3006705815-2022-17551 it was reported that the patient was unable to set their ipg to MRI mode due to high impedances on their leads. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.